Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced bilateral anterior chest wall pain beginning the day of implant. X-rays showed the lead was implanted too far left of the midline. It is unk whether the discomfort was experienced whether the stimulation was on or off. The pt was reprogrammed and the lead was repositioned on (B)(6) 2010. The lead revision did not resolve the discomfort. The entire scs system was explanted and the pt was referred for thoracic blocks.